Event description:
It was reported that the vent knob would not go to flow. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Visual inspection noted a cracked relief and o2 knob, stuck function switch, and internal rattling. The function switch, rotary flow valve (rfv), and input manifold are all loose on the bottom chassis. The front panel and top case contain minor wear and tear due to impact-like damages. The complaint was confirmed as the switch is stuck and will not turn to the flow mode. The root cause was user interface due to device impact. A device history record (DHR) review was not performed due to the age of the device and impact sustained. Actions taken: replaced function switch. Replaced MRI battery, sintered filter, and o rings for the preventative maintenance (pm). Replaced small knobs. Reset patient pressure cycling light emitting diode (led) to tolerance. Performed preventative maintenance (pm), cleaned unit and affixed new service label. Device passed all functional and delivery tests.

Manufacturer narrative:
Other text: additional information b5 and h6 - health impact codes.

Event description:
Additional information was received confirming there was no patient involvement.